Event description:
New information received notes the right ventricular lead was explanted. Patient was stable and asymptomatic post procedure.

Event description:
It was reported that during a device change out due to normal eri, externalized conductors were observed on the rv lead. The lead was capped and replaced (B)(6) 2017. Patient condition was stable.